Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six hours following the implant of this transcatheter bioprosthetic valve, the patient experienced a drop in heart rate and blood pressure. An aortic dissection was reported in the ascending aorta into the left ventricle. Cardiac tamponade was also reported. An emergent open procedure was initiated in the unit. An aortic valve replacement (avr) and ascending root replacement were performed the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that six hours after the valve was implanted, the patient experienced a drop in heart rate and blood pressure. An aortic dissection was reported in the ascending aorta in the left ventricle. Cardiac tamponade was also reported. The reported hypotension is an effect that is highly dependent on the patient¿s pre-procedural condition and can occur during the implant procedure. Cardiac tamponade is a potential condition associated with cardiac procedures which can result from procedural complications. In this case, the hypotension and cardiac tamponade were likely an effect of the aortic dissection, but a conclusive cause could not be determined. Cardiovascular injury, such as rupture, perforation, or dissection of vessels, is a potential adverse event associated with the implant of a bioprosthesis valve in the evolut r instructions for use (IFU). Based on the limited information received (no procedural imaging), the cause of the aortic dissection could not be determined. Additional information received stated that it is unclear if the valve caused the dissection, but it was believed not to be the cause. In this event, an aortic valve replacement (avr) and ascending root replacement were performed the next day and no additional adverse patient effects were reported. Further evaluation of the explanted valve was not possible because it was discarded. There is no indication of a potential manufacturing issue, device misuse or a quality deficiency. If information is provided in the future, a supplemental report will be issued.